Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. Reviews of the manufacturing and s terilization records were not possible as a lot number was not provided. The instructions for use that accompanies the device states that "limiting the duration of monitoring from a single site to less than five days will reduce the infection rate. If monitoring must continue past five days, it is recommended that a new catheter be inserted at a fresh site, and the entire system be changed.¿ (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient developed an epidermis staphylococcus aureus infection after being drained with an edm lumbar catheter for 21 days. It was also reported that the patient has recovered from the infection and has a normal current status.